Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to myopotential oversensing while the patient was doing sit-ups. Technical services (ts) was contacted, and ts discussed solutions and noted low signal amplitudes. The s-ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to myopotential oversensing while the patient was doing sit-ups. Technical services (ts) was contacted, and ts discussed solutions and noted low signal amplitudes. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received that it was questioned if the battery of this s-ICD was depleting prematurely. Ts reviewed did not observe any errors in latitude nxt. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting normally and there were no errors, faults or resets. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.